Manufacturer narrative:
Block h2 (additional information). Block b5 and block h6 have been updated based on the additional information received on february 23, 2026. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of wire anchor dislodged or dislocated. Block h11: investigation results the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation while the device was still outside of the patient, a problem was observed with the curved papillotome. Specifically, the wire located at the tip broke when the device was inserted into the equipment. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. ***additional information*** it was reported that the wire anchor was dislodged from the catheter based on the additional information received on february 23, 2026.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation while the device was still outside of the patient, a problem was observed with the curved papillotome. Specifically, the wire located at the tip broke when the device was inserted into the equipment. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.